Event description:
A report was received that a trial patient had clear fluid leakage from the lead incision site. Physician's assessment revealed there was no leakage visible. As a precaution, the physician explanted the trial leads and performed a blood patch. No additional treatment was administered.

Manufacturer narrative:
Additional suspect device component involved in the event. This is the final report.